Event description:
It was reported that during a da vinci-assisted hysterectomy procedure, the customer reported the prograsp forceps broke inside the patient and a wire was exposed. A fragment from the instrument reportedly fell inside the patient but was retrieved during the same procedure. The instrument was removed from the patient safely. The procedure was completed robotically.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the prograsp forceps instrument and performed failure analysis evaluation. The instrument was found to have a broken grip cable at the distal end.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) further investigated the prograsp forceps instrument and a missing piece could not be conclusively identified at the broken grip cable at the distal end.

Event description:
Refer to h10/h11 for follow-up information.